Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device manufacture date: monitor 03/13/2012; belt 03/22/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 10:28:09 on (B)(6) 2021. The patient was in nsvt at 180 bpm at 14:13:28. The patient's rhythm transitioned to vt at 180bpm at 14:17:02. The rate of the vt slowed to 120 bpm after 48 seconds at 14:17:50. The lifevest properly detected the vt arrhythmia, but the rate fell below the physician-prescribed vt rate threshold of 150 bpm. The patient's rhythm transitioned to vf at 14:18:03. The fundamental frequency of the vf was intermittently going below the physician-prescribed vf threshold of 3.33 hz (200 bpm) preventing the lifevest from detecting the vf arrhythmia. The patient's rhythm self-converted to an idioventricular rhythm at 14:19:03. A 24 second pause occurred at 14:19:49 until severe bradycardia at 30 bpm appeared. The rhythm transitioned to af at 60 bpm at 14:20:30. The patient's rhythm was obscured by motion artifact and electrode lead fall off until 14:29:09 where a break in the artifact revealed af at 100 bpm. CPR/motion artifact then obscured the patient's rhythm until 15:24:27, where af at 140 bpm is seen. The patient's rhythm was obscured by CPR/motion artifact at the time of the electrode belt disconnection at 15:24:40.